Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since a overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a g137 scaler, the unit was getting warm, no injury resulted.. Based on the repair evaluation there was no water flow due to clogged water or twisted tubing inside the cable handpiece. The handpiece was getting hot due to no water flow.